Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use, when the issue occurred. The philips field service engineer (fse) visited onsite and identified that system was continuously rebooting. Upon troubleshooting ,the fse found that there was an issue with collimator, fdcsib (flat detector controller system interface board), pdu (power distribution unit) single distribution. The log file technical analysis results could not confirm the reported malfunction. The fse ordered and replaced the defective parts. After the replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion azurion 7 m20 system continuously restarted. No harm has been reported. Philips has started an investigation of the complaint.